Manufacturer narrative:
(B)(4).

Event description:
It was reported that in anesthesia, after the md inserted the cvc into the pt, one of the lumens suddenly detached. As a result, a new kit was opened and used without issue. There was no reported delay, death or complications to the pt as a result of this occurrence.